Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer became aware that a user of the dreamstation 2 advanced auto CPAP had states device was not giving any air pressure, then he increased the pressure at one time, it would not turn on at all. Patient also states has dry mouth due to this issue. The patient was advised to that an air leak will cause excessive water usage, as the device will increase the air flow as it cannot tell the difference between the patient's increased demand for air and a leak. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.